Event description:
It was reported the patient was experiencing ineffective stimulation. Diagnostics showed high impedance values for the scs lead. As a result, both the scs lead and scs ipg were explanted and replaced. There were no allegations against the scs ipg. The patient is receiving effective stimulation following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.